Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants. Device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade 3", "grade 2 ptosis", "developing architectural distortion, or suspicious microcalcifications", "right breast implant fluid", "diagnosis of anaplastic large cell lymphoma". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Treatment: device explant, fine needle aspiration with cell block.

Manufacturer narrative:
The events of capsular contracture, seroma-late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: analysis of the returned device identified: weight to spec, brown and yellow particles in the shell, observed 40 mm dark patch edge material inside gel device, crease flat, wear abrasion and deformation device. Cloudy in the gel observed after autoclave cycle. The device is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Date of diagnosis of alcl: (B)(6) 2022. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported right side "mental and emotional suffering, mental anguish and fear due to fear for recurrence, grief, anxiety, bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, disfigurement". Also reported "permanent physical injury, permanent scarring, and financial loss, and other past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity", "scarring, hospitalization, cancer treatments, disability" which is not related to the device.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Is important to mention that the chart of the sterilization run 115780 not meet the sterilization specification, therefore the devices associated were re-sterilized (115806), even when the controller chart evidenced that the cycle was successfully completed. During the trend review of all gel infection complaints for the period of may 2021 through apr 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported right side "rupture", "exchange from textured to smooth implants", capsular contracture, baker grade 3", "grade 2 ptosis", "developing architectural distortion, or suspicious microcalcifications", "right breast implant fluid", "diagnosis of anaplastic large cell lymphoma". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Patient representative reported right side "mental and emotional suffering, mental anguish and fear due to fear for recurrence, grief, anxiety, bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, disfigurement". Also reported "permanent physical injury, permanent scarring, and financial loss, and other past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity", "scarring, hospitalization, cancer treatments, disability" which is not related to the device. Device has been explanted. Treatment: device explant, fine needle aspiration with cell block.